Event description:
Following a pulmonary vein isolation procedure, a pericardial effusion occurred. After the case was completed and all catheters were removed, an ep study was done and final ice images were taken. During final ice inspection, a pericardial effusion was noted and the patient was hypotensive. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.